Event description:
It was reported that a spectrum iq infusion pump was running medicines at too fast rate during infusion in the general patient ward after delivery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "running meds at too fast a rate" was not reproduced. Evaluation sent device to flowline for flow rate accuracy testing with a flow rate of 40ml/hr and volume to be infused of 40 ml the test resulted in 41.185ml which is an error percentage of 2.9625%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.